Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary balloon dilatation catheter was used for a dilatation of the papilla performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon could not inflate. Once removed from the patient, a pinhole was noticed to the balloon material. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary balloon dilatation catheter was used for a dilatation of the papilla performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon could not inflate. Once removed from the patient, a pinhole was noticed to the balloon material. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information: additional information was received that the balloon did not burst and the there was a pinhole in the balloon material. It was confirmed that there were no sharp objects in the area of dilatation. Expiration: though the expiration date is unknown, it was confirmed the device was not used past expiry. This was the first time the device was used.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of balloon pinhole. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.